Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. The root cause has not been determined yet. Any additional information received from the customer will be included in a follow-up report. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the revel ventilator does not deliver oxygen. The buttons are stuck and sometimes they don't work. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: the device was returned for investigation and the "oxygen deliver" issue was not duplicated. The "stuck buttons that sometimes do not work" was verified and the root cause was a loose flex cable from the encoder panel. The flex was reconnected and locked to the main board properly. The main board was also replaced as a pre-caution. The unit passed all testing.